Event description:
It was reported that pump displayed malfunction alarm code 24 that could not be reset, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer did not have backup insulin therapy available and planned to contact healthcare provider, and technical support arranged pump replacement under warranty, noting that customer had already been sent previous replacement pump for earlier cartridge alarm.